Event description:
I have had 3 tmj implants and as a result have spent the last 20+ years in chronic, constant pain. It always amazes me to read other pt's description of their pain and to see they even use the same words, expressions, etc. To describe their pain as I do mine. Tmj ruined my marriage, my career, my past and future financial stability, and my ability to enjoy life. I've had 11 major surgeries all together, including rib grafts and skull repair after one of mine wore through the fossa, skull and was imbedded into my brain. Like everyone else, I have lived a horror show which will never end.